Event description:
The customer reported while utilizing the laser system (inclusive of the microscope automatic eye protection filter) a surgeon was exposed to a "laser flash" while viewing through the microscope.

Manufacturer narrative:
This device is not classified. MFR has been unable to obtain additional info regarding the event; this is being filed for the potential to harm the physician. In addition, customer has been contacted by the MFR to conduct an on-site service visit; which has been declined.